Manufacturer narrative:
Please retract this report 2017865-2013-04916 the same issue was reported as 2017865-2013-04654.

Event description:
It was reported that the right ventricular lead exhibited high thresholds. The lead was capped.